Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had become discolored gradually for the past couple of weeks. The patient reported that there was no trauma or moisture exposure to the pump and battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up and functioned properly. The display screen was without any color/contrast variance or missing segments. The investigation was unable to duplicate the reported display issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.